Event description:
This report is filed for the decompensated heart failure. It was reported that two mitraclips were implanted on (B)(6) 2015 in the patient with functional mitral regurgitation (mr) reducing mr from 4 to 2. One month after the mitraclip procedure, on (B)(6) 2015, mr remained 2 and both clips were stable on both leaflets. Three months after the mitraclip procedure, on (B)(6) 2015, the patient was hospitalized due to lower extremity edema, which was diagnosed as decompensated congestive heart failure and was treated with medication. Although the clips remain stable on both leaflets, the study physician feels the heart failure is possibly related to the mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction associated with the mitraclip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of edema and heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.